Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that there was oversensing on this device and competitor right ventricular (rv) lead. Boston scientific technical services (ts) reviewed the device data and confirmed the potential for intermittent loss of capture, latent capture or even competition with intrinsic conduction. In the episodes there is a change in morphology, likely due to fusion and then the following beats exhibit the pattern of sensor driven pacing followed by a sensed event in refractory. The sensed event after the paced event does not have consistent timing. The later times lead to the sensed event falling outside of refractory and resets timing. It was unclear with the available information if there was asystole. Testing was not able to reproduce the observations. No adverse patient effects were reported.